Event description:
Device 1 of 2. MFR report #: 1627487-2014-23430. It was reported after the pt's implant on (B)(6) 2014, she was admitted into the hosp overnight due to urination and grogginess issues. Follow-up info revealed the pt's symptoms have now resolved and the physician believes the anesthesia may have caused the issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.